Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw a poor communication screen on the patient programmer for about a month. The patient had received a replacement patient programmer about a week and a half ago and was having some issues with it. The patient had tried to replace the programmer batteries 3 times. Further troubleshooting included trying to connect with the ins, and the patient could feel where the ins sticks out and verified that she was right over the ins with the programmer, but while trying to connect still saw the poor communication screen. She also unplugged the antenna and tried to sync the device but the issue remained unresolved. The patient was advised to see their doctor to have the device checked before replacing anymore equipment. The patient said she has an appointment with doctor on the (B)(6). No further complications were reported or are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had the ins replaced as a result of normal depletion. It was noted that the clinician programmer was used to interrogate the implantable pulse generator (ipg) and through the interrogation, it was determined that the ipg was eos. No further complications were reported/anticipated. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.